Event description:
It was originally reported that during an ablation procedure, the patient sustained several small burns and a second degree burn to the calf where the grounding pad was placed. It was reported the patient required a skin graft to repair the burns. Upon further investigation and customer feedback, it was determined that this product was not involved in the reported event.

Manufacturer narrative:
Correction: upon further investigation and customer feedback, it was determined that this product was not involved in the reported event.

Event description:
It was reported that during an ablation procedure, the patient sustained several small burns and a second degree burn to the calf where the grounding pad was placed. It was reported the patient required a skin graft to repair the burns. At this time we are working with the sales representative and customer to obtain additional information on this case.